Event description:
The manufacturer received information alleging a trilogy 202 ventilator required routine service and the blower noise was noticeable louder when compared to another unit. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device by a philips remote service engineer, two ventilator service required error codes relating to an oxygen blending module (obm) failure and an obm communication failure were found in the device's error log. The service engineer replaced the obm printed circuit assembly (pca) board to resolve the errors and the noise level. Additionally, it is noted that the flow sensor was cracked and replaced. The thermistor and active exhalation control module valve were replaced as well.